Event description:
It was reported by the customer that their sensor may not be calibrating correctly. Customer states that the device has been unable to calibrate their blood glucose levels correctly and was calling for assistance before bolus. Advised customer through recalibration and customer stated they would call back if issue persists. Customer's blood glucose level was 184 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed testing. The sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.